Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and passed with no deficiency. Share data log was reviewed and a loss of connection was observed within the investigation window. The reported customer complaint is confirmed. The root cause could not be determined.